Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-05191 and 05198).

Event description:
It was reported by the patient's legal counsel that the patient underwent an initial right hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2014 due to alleged elevated metal ion levels, tissue abnormalities, and pseudotumor. Operative report noted metal stained tissue, necrosis, pseudotumors, well-fixed cup and stem, bone loss around the cup, greater trochanter, pubis and ischium during the procedure. The head, cup, and liner were removed and replaced with a biomet head and competitor cup and liner. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.